Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90-95% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery (rca). The 20mm x 4.00mm nc quantum apex balloon catheter was advanced to the lesion and pre-dilatation was performed. The balloon was inflated twice to approximately 12 atms. A 3.5 x 24mm taxus liberte stent was then implanted without issue. The nc quantum apex balloon was advanced again for post-dilatation; however, blood was noticed in the inflation device prior to inflation attempts. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device returned to MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed blood was present throughout the lumen shaft and the tip was damaged. An inflation device was used to inspect for leaks, however; the balloon was unable to be inflated due to damage in the distal shaft. The damage measured approximately 10mm in length, starting approximately 15mm from the port hole entrance, and had multiple leaks. The balloon had damage which appeared to look like a kink in the center of the balloon. Examination of the balloon material did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90-95% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery (rca). The 20mm x 4.00mm nc quantum apex balloon catheter was advanced to the lesion and pre-dilatation was performed. The balloon was inflated twice to approximately 12 atms. A 3.5 x 24mm taxus liberte stent was then implanted without issue. The nc quantum apex balloon was advanced again for post-dilatation; however, blood was noticed in the inflation device prior to inflation attempts. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.